Manufacturer narrative:
(B)(4). A vyaire medical field service representative (fsr) evaluated the device onsite and confirmed the reported issue. The fsr replaced the main printed circuit board in order to resolve the reported issue. The device was tested and returned to the customer operating to manufacturer specifications.

Event description:
The customer reported that the ventilator alarmed "xdcr fault" (transducer fault) while in use on a patient. The ventilator was switched out and there was no patient harm.